Event description:
The patient reportedly experienced loss of sound and loss of lock with the external equipment and internal device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.